Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.